Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the user damaged x-stage cover. The rep replaced the x-stage cover and calibrated motion system. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The cover was returned and is currently under analysis.

Event description:
Medtronic received information regarding an imaging device. It was reported that the representative noticed the x-stage cover of the system was damaged. There was no patient present when this issue was identified.

Manufacturer narrative:
The x-stage cover was returned to the manufacturer for analysis. Analysis found that the x-stage has multiple scratches and dents on the top front of cover and around docking pin holes. Analysis found that the reported event was related to a physical damage issue.